Event description:
Internal data from the generator was received and reviewed.

Event description:
Patient presented with high lead impedance so they underwent replacement surgery. Once the new generator was connected the impedance was within normal limits so the lead was not replaced. No known surgical intervention has occurred to date with the lead. No other relevant information has been received to date.